Event description:
Sub-q syringe received in package without safety cap on needle. This is the third incident in 3 months.

Event description:
Add'l info rec'd form MFR 8/26/04: bd medical surgical quality assurance and regulatory affairs has evaluated report and sample. The condition reported has been confirmed based on the actual sample returned. Syringe packaging machines are currently equipped with missing needle/missing shield detectors. Syringes without needle shields are not loaded into packages. A very small number of syringes (less than 1 in 100,000) either escape detection or lose their needle shields while being loaded into packages. Manufacturing has installed vision systems to detect missing needle shields for syringes that have been loaded into packages. Any missing needle shield will stop the machine and prevent its restart until the defective syringe is removed. A review of records shows that this lot was manufactured prior this corrective action.